Manufacturer narrative:
A review of the device history records for this device was not possible without additional product information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient, who underwent a posterior vcr, had deep vein thrombosis post-op in the right leg and went through lovenox therapy.